Event description:
The customer reported being in the emergency room with high blood glucose of 602mg/dl. The customer mentioned that she lost the battery cap couple weeks ago and ended in the hospital for hyperglycemia and being unresponsive. The customer was released the same evening after being treated with IV fluids, insulin, and glucose. The customer stated that the hospital dropped her too low, and when her blood glucose came up to 269mg/dl she was released. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.